Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that her sensor's needle hub became stuck in her serter. She was advised that once the needle is out, the sensor can no longer be used. The customer experienced a blood glucose in the high end of the 400 to 499 mg/dl range. The customer stated she changed out the tubing and her blood glucose was coming down and was at 220 mg/dl. The customer declined to troubleshoot. Nothing further was reported.